Manufacturer narrative:
(B)(4). Additional information: a device history review contained no exception, nonconformance, or rework that occurred during the manufacturing of the device.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The pal (product analysis lab) evaluated the device. The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test, but passed the rite electrical test. Therapy completed successfully and all heater pan temperatures were within specification. Accuracy confirmation and temperature verification tests were performed and passed. The device functioned properly during the evaluation. The assignable cause for the rite test failure - heater bag temperature test was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device has not been previously serviced by baxter.

Manufacturer narrative:
(B)(4).device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up MDR.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed the heater bag temperature test.